Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, blurred vision, dehydration and vomiting. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as an insulin drip. In addition the patient was given a manual shot of insulin. The patient was prescribed zofran. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.